Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). A carefusion field service representative (fsr) evaluated the device onsite. The fsr replaced the main printed circuit board assembly (pcba) and completed performance testing. If additional information becomes available, a follow up report will be submitted.

Event description:
The customer reported that the ventilator alarmed "xdcr fault" (transducer fault) and would not clear, while the device was on a patient. There was no patient injury.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba), and evaluated the device. An evaluation of the device component duplicated the reported issue and isolated the issue to a faulty turbine pressure transducer.